Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. It was further noted that the electric motor was damaged, coupling head was damaged and the seals and bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be age and wear on mechanical and electronic components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, the small battery drive device sounded bad. During an in-house engineering it was observed that the device would not run. It was further noted that the electric motor was damaged, coupling head was damaged and the seals and bearings were worn. It was not reported that the device was used in surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.